Event description:
The service report shows the customer reported the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured as a result on the event. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the psol and bdu pcb. The unit passed extended self testing.